Manufacturer narrative:
Evaluation results: one cadd legacy 1 was returned for investigation in fair condition. The product problem was not found in the event history log. An investigation of the device found no issues with the piezo being distorted. The customer reported product problem was not replicated. No fault was found with the device.

Event description:
It was reported that the pump's piezo was distorted. No patient injury or complications were reported in relation to this event.